Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare product analysis laboratory (pal) for further evaluation. A review of the event history log revealed no failure, malfunction or iipv (increased intraperitoneal volume) events that could have caused or contributed to the reported problem. The device was determined to meet electrical performance specification requirements per rite (returned instrument test evaluation) testing. The device failed rite functional testing as fluid was transferred above the allowable specification range during volumetric accuracy testing. Please see 1416980-2014-22202 for the investigation related to the rite failure. The failure was determined to be unrelated to the reported death. An internal and external inspection was performed with no issues noted. The device passed temperature verification and accuracy confirmation testing. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause of death was reported to be cardiac arrest. On an unreported date, the pt¿s health was declining. The day prior to the receipt of this report, the pt died. The pt was not hospitalized prior to death. The pt was performing pd therapy and hooked up to the hc device at the time of death. An autopsy was not performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.